Event description:
It was reported that the user received repeated device alerts during an infusion set change, including an ¿unable to proceed¿ alert and alert code 38 indicating a consecutive stalled motor, and a dry run revealed insulin had leaked from the cartridge lot 30603. Symptoms included no reported hypoglycemia or hyperglycemia, and blood glucose remained in range. Outcomes included device restart attempts that did not clear the alert and the need for device replacement, while the user maintained backup insulin therapy. Investigation included guided troubleshooting, power status verification, serial number confirmation, and confirmation of supply lot information. Investigation of the returned device revealed persistent motor stall alerts consistent with a pump malfunction and evidence of insulin loss from the cartridge, suggesting a device performance issue involving the pump motor and cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction not resolved by a restart.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.